Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show 9 electrode channels with high impedance status.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. As two channels were hi after a re-insertion in 2013 it is assumed that two wires were damaged before the external mechanical impact. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In situ measurements show 9 channels with high impedance. No trauma has been reported, however the patient underwent revision surgery in (B)(6) 2012 to reinsert the active electrode, after which 2 electrodes showed hi impedance status. The patient has been re-implanted.